Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One clip was successfully implanted. To further reduce tr, an additional xtw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Troubleshooting was performed, but the clip was unable to be removed. The physician was able to grasp the lateral leaflet; therefore, the clip was intentionally deployed only on the lateral leaflet while attached to chordae. To stabilize the clip, an additional clip was implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught in the anatomy (entrapment of device) and the clip being deployed only on the lateral leaflet while attached to chordae. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.